Manufacturer narrative:
Device was evaluated by account. Result: motion interrupt pan stuck. Conclusion: bed repaired by account.

Event description:
It was reported by service report that the bed would not go up or down. No pt involvement or adverse consequences were reported.